Event description:
It was reported that 1 bd pen ndl 32g 4mm was unable to prime. The following information was provided by the initial reporter : the consumer reported no insulin flow during priming. Date of event : (B)(6) 2021. Samples : available.

Manufacturer narrative:
D10: device available for eval yes. D10: returned to manufacturer on: 2021-10-04. H6: investigation summary: customer returned (2) open 32gx4mm bd pen needles without tear drop labels attached. The consumer reported no insulin flow during priming, and visible non-patient end needle bend upon removing pen needle from pen. Both returned pen needles were examined, and it was observed that both exhibited a bent non-patient end (npe) cannula. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think that the pen needles were clogged. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm was unable to prime. The following information was provided by the initial reporter : the consumer reported no insulin flow during priming. Date of event : (B)(6) 2021. Samples : available.